Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported device breakage were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage could have been due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication. After an unspecified length of time, it was reported that air was noted in the cassette. No specific details were provided. At an unspecified time, an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the tubing set. At that time, it was reported that the clave port broke off. There were no reported adverse patient effect and no reported delay in critical therapy to this patient. No medical interventions were required. Though requested, no additional information was provided.